Event description:
The customer reported via phone call that a battery out limit alarm occurred while they were watching television. Customer's blood glucose was unknown at the time of incident. The customer stated the alarm occurred during normal use. The customer also reported their blood glucose rising to 439 mg/dl the day prior. Customer's current blood glucose was 149 mg/dl. The customer was advised the insulin pump was working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.